Event description:
Unstable connection/connector on one endoscopy processor which could be the reason for one of the blackouts. Re-routed sources to displays, and everything was back to normal after surgery was finnished, all logs and configs was extracted (attached) no patient harm was reported.